Event description:
It was reported there was a change in therapy effect. The patient was recently electrocuted on friday. The patient was not electrocuted by anything big, but it was why the pump needed to be checked. Since friday (B)(6) 2014, the patient felt like the pump was not working. No alarms were heard at the time of the report. The pump settings were also recently changed. It was later reported a catheter dye study was done and no issues were found. A roller study was going to be performed. When the patient was electrocuted/shocked, the current went down their right arm to the right side of the abdomen where the pump was and the right leg and out the rectum. Ever since then the patient had withdrawal symptoms including jumping, sweating, and being hot. The patient was given intravenous medication by his health care professional (hcp). When the reporter listened over the pump with a stethoscope, it could be heard ticking. The pump was being used to deliver fentanyl and bupivacaine.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).